Event description:
It is reported that the customer had high blood glucose levels of 381 mg/dl. The customer treated with insulin injections. The customer reported that the buttons of the insulin pump were not working. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.